Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: intermittent failure of endo devices on laparoscopy towers. Devices switch themselves off and on again the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of visualization during procedure, causing gallbladder injury and surgical delay greater than 30 minutes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of visualization during procedure, causing gallbladder injury and surgical delay greater than 30 minutes.